Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause nor established. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects coming out of the distal end. There was no patient involvement.